Manufacturer narrative:
(B)(6). (B)(4). Visual examination of the returned guidewire revealed that the amplatz was kinked at the proximal section. Also, the wire was unraveled and broken at the distal section end, however the ballweld was returned. Evidence of coating detached was observed. The complaint is consistent with the reported event coating ptfe peeling. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failures reported. Based on all gathered, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff¿ guidewire was used during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire stripped when it was pulled out of the scope. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on (B)(6) 2017 that the core wire is broken at distal section end.